Manufacturer narrative:
Describe event or problem, corrected data: the following was inadvertently not included in the initial MDR: "it was found that fluid leaks in the lead had previously been observed at the patient's last generator replacement and reported under MFR. Report #1644487-2015-06305 . Diagnostics were ok at that time and there is no indication that the high impedance captured in this report is related to the fluid leaks."

Event description:
It was reported that the patient underwent revision of lead and generator due to high impedance and battery depletion. It was found that fluid leaks in the lead had previously been observed at the patient's last generator replacement and reported under MFR. Report #1644487-2015-06305 . Diagnostics were ok at that time and there is no indication that the high impedance captured in this report is related to the fluid leaks. The suspect device was discarded. No further relevant information was received to date.

Event description:
Information was received indicating that high impedance was observed with the patient's generator. It was noted that x-rays were taken by the physician and reviewed. No visible fracture in the lead was observed. The x-rays have not been received or reviewed to date by the manufacturer. The surgeon reported that the lead wire is twisted and resulting in high impedance. No additional relevant information has been received to date. No known surgical intervention has occurred to date to revise the lead.